Event description:
A customer contacted haemonetics on (B)(6) 2012 to report "blood spill post-op" on their cardiopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report "blood spill post-op" on their orthopat machine. No donor or operator injury was reported. The device has not been returned for evaluation. A follow up report is required when the device has been returned. Haemonetics (B)(4).